Event description:
It was reported that the tip of the crosslink set screw came off during tightening on the rod. The crosslink was removed and a new device was put implanted. No patient complications were reported.

Manufacturer narrative:
Additional info: visually confirmed the set screw is fractured approximately ~2 threads up from the proximal tip of the implant. The fracture surface appears to emanate from the root of the internal thread tooth outward, is roughly parallel with the root of the tooth angulation, follows the thread, and has shear lines on the fracture surface. Additionally, the thread fragment nearest the fracture surface is deformed upward. Additionally, the internal hex has witness marks, which is unnecessary when utilizing the break-off head. The above observations are consistent with torsional overload.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.